Event description:
It was reported that the customer was unable to hear beeps when changing the alert type. The customers' blood glucose level was not reported. The product was not returned. Nothing further to report.

Event description:
The insulin pump passed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.